Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) went onsite and found that there was no power reaching the pdu. Upon further troubleshooting, it was found that the pdu fan tray and dcps was faulty. The fse replaced the pdu fantray and dcps. Review of the system log files showed a gap between 20-aug-2025 13:22 (shutdown) and 20-aug-2025 (startup), which indirectly corroborates a system boot-up issue. The defective pdu fantray and dcps. Was returned to philips for further analysis. The analysis confirmed the malfunction and identified that the failure was caused by power-supply faults: psu1 (ac/dc 120 w, +24 v/5 a) and psu2/psu3 (ac/dc 150 w, 25.2 v ±1%, 6.25 a). Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's power went out, preventing the system from booting up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.